Manufacturer narrative:
Results: the neuron max was bent approximately 38.0 and 78.0 cm from the hub. The hva untightens on its own enough to create an inadequate connection. It can be made to stay fully tightened intermittently. There was no physical damage to the hva. Conclusions: evaluation of the returned neuron max revealed the included hva was unable to remain tightened onto the neuron max hub. There was no physical damage to the hva. When water was flushed through the hva and returned neuron max there no leak. The root cause of the inability to tighten could not be determined. Further evaluation revealed a few bends on the distal length of the neuron max. These bends were likely incidental and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a neuron max 6f 088 long sheath (neuron max) for a medical procedure, the physician was unable to properly connect the neuron max to a hemostasis valve adaptor (hva). It was reported that the hva was probably broken. The neuron max with the damaged hva was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron max.